Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, after setting onto the tissue, an attempt was made to advance the firing knob, but it was stiff and firing could not be performed. They then used another device to resolve the issue in order to complete the case.